Manufacturer narrative:
Correction to h6 based on additional information received. The device was returned to edwards lifesciences for evaluation. The esheath was visually inspected and the following was observed: the esheath liner was fully expanded and the tip opened as designed, minor damage was observed on the soft tip, the esheath shaft was slightly curved, the liner was bunched and circumferentially delaminated at the distal tip, the marker band remained intact, two tears were observed on the liner, one liner strand was observed, and the esheath shaft was scratched near the distal tip, opposite to the seam. Due to the condition of the returned device, no applicable functional testing was able to be performed. The esheath liner thickness was measured along the length of the liner tear and liner strand. A sheath liner thickness deviating from specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. All measurements met their respective specifications. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Imagery was provided for review and the following was observed: calcification and tortuosity was present on the patient's left access vessel and abdominal aorta, two inflow struts were bent, the flex tip was not supporting the valve, and the valve remained crimped on the inflation balloon after removal from the patient. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the condition of the returned complaint device. As there was no note of abnormalities during device preparation, it is unlikely that the damaged sheath was an issue out of box. No manufacturing non-conformances were identified through evaluation of the returned device. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The provided imagery revealed calcification and tortuosity of the patient's left access vessel. It is possible that patient factors contributed to the difficulties advancing the delivery system into the esheath. Tortuosity can create a challenging pathway for the delivery system insertion through the esheath. Additionally, it can create suboptimal angles for delivery system advancement through the sheath, leading to high push force and resistance. The presence of calcification within the access vessel can create a constrained condition and prevent the esheath from fully expanding, increasing the necessary push force to advance the delivery system through the esheath. Additionally, the provided imagery revealed the valve remained on the inflation balloon after removal from the patient. While it is unclear when in the procedure this occurred, the valve on the inflation balloon can create a larger profile and further contribute to resistance. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath and bent struts, preventing further advancement. As such, available information suggests that patient (calcification, tortuosity) and procedural factors (valve on inflation balloon) may have contributed to the difficulty advancing the devices into the esheath. The liner tear likely occurred due to excessive device manipulation during advancement of delivery system with a damaged valve. As the device was manipulated to overcome the observed resistance during device advancement, it may have resulted in the bent struts on the valve. It is likely that the bent valve struts interacted with the esheath liner, leading to the observed liner tears and strand. As such, available information suggests that procedural factors (valve caught on liner, excessive manipulation) may have contributed to the liner tear and strand. The procedural imagery revealed two bent inflow struts after exiting the esheath. As the damaged valve was withdrawn back into the esheath, it is likely the crimped valve and/or bent struts caught on the esheath tip during retrieval and prevented further withdrawal. As difficulty was likely encountered, excessive manipulation was likely applied to overcome such difficulties, resulting in the observed liner delamination. As such, available information suggests that procedural factors (withdrawal of a crimped valve, valve caught on sheath, excessive manipulation) may have contributed to the liner delamination. The complaints were confirmed, however, no manufacturing non-conformances that would have contributed to the reported event were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. There were no labeling/IFU/training manual deficiencies identified at this time. Therefore, no corrective and preventative action nor pra is required at this time. However, a pra previously done captured the risks associated with high push force of the commander delivery system with s3u through the esheath. Additionally, a CAPA was previously initiated to investigate with issues with insertion of the valve through the esheath using the sapien 3 ultra system.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, during a left tf tavr procedure for a 26mm sapien 3 ultra valve, there was difficulty inserting the commander delivery system though the esheath and it took more effort than normal for the delivery system to be advanced. After advancement through the esheath, it was noted that 2 struts on the leading edge of the valve frame were bent perpendicular to the valve frame. The delivery system and valve were withdrawn as much as possible into the esheath, and removed as a unit. Upon removal, the esheath was observed to be 'split/expanded more than normal'. A 24f dry-seal sheath was placed to control hemostasis. A second valve was prepped and advanced through the sheath and successfully deployed in the annulus without incident. Per initial visual inspection, there was no distal tip split observed on the returned esheath. However, the device was found to have full circumferential liner delamination, liner tears, and a liner strand.